Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 410 mg/dl. Customer was treated with insulin pump. Customer stated insulin pump had motor error alarm and they were able to clear the alarm and they were able to rewind insulin pump. Drive support cap appears normal. Troubleshooting was performed for motor error alarm. The insulin pump will be returned for analysis.